Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported incomplete flap and suction break during laser application in the left eye of a patient, during lasik surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Latest preventive maintenance performed on the eighteen february twenty two, when fse (field service engineer) performed system verification and confirmed device meets specifications as per sir (service installation record). Logfile review for the treatment day shows no relevant errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The logfile shows three successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was aborted by the device showing the error message vacuum exceeds limits - treatment is aborted. Repeat vacuum check. No relevant deviation between planed and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause was identified as the product was found to be within specifications. The most probable root cause is user handling, as throughout the docking process a valid vacuum needs to be verified in order to obtain a successful flap.